Manufacturer narrative:
No physical sample was received; however a photo was provided for evaluation. The exterior of the sample in the photo was inspected and did not find any evidence of a failure that would support the reported event. The tip looked normal. Therefore, the reported event was unconfirmed. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use states the following: "visually inspect the product for any imperfections or surface deterioration prior to use."

Event description:
It was reported that the tip of the catheter is a lot larger than usual. The patient allegedly experienced pain and self limited bleeding upon removal. The patient stated that he is scheduled for an operation to enlarge his urethra, for the purpose of removing excess tissue.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the tip of the catheter is a lot larger than usual. The patient allegedly experienced pain and self limited bleeding upon removal. The patient stated that he is scheduled for an operation to enlarge his urethra, for the purpose of removing excess tissue.

Manufacturer narrative:
The reported event was unconfirmed, as the problem could not be reproduced. Per the visual inspection, inspected the exterior of the sample in the photo and did not find any evidence of a failure that would support the reported event. The tips looked normal. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use state the following: "visually inspect the product for any imperfections or surface deterioration prior to use." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the tip of the catheter is a lot larger than usual.